Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "session has ended I have a new transmitter". Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.